Manufacturer narrative:
A field service engineer (fse) was at the customer site and observed a loose bsv tensioner (knob). He tightened the bsv tensioner and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that while preforming startup an uncontained fluid leak of approximately 5ml was observed in their coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.